Event description:
Balloon ruptured in right coronary artery leaving a portion of the balloon in the artery. Stent was placed to keep balloon from migrating. No apparent patient harm. Balloon was inflated for 35 seconds @ 30 atm in the prca.